Event description:
It was reported that the site was having difficulties using the programming system. The manufacturer representative went to the site to troubleshoot the device, the programming system would not communicate with the representatives' demo generator. The programming system was returned to manufacturer for analysis. Analysis of the handheld, ac adapter, serial cable, db9 adapter, and the software flashcard revealed no anomalies and the devices performed according to specifications. Analysis of the programming wand revealed that the serial data cable, which produced communication errors, had an intermittent conductor at the handle location. A known good bench serial data cable was substituted and a known good bench battery was installed and all communication errors cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.